Manufacturer narrative:
H10 h3,h6: one 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. IFU 10600327 contains recommendations and precautionary statements for proper use of product. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was returned attached to the device. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were not returned. The needle itself was slightly twisted toward the right. The actuator lever was found in the forward position. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, IFU, risk management, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution

Event description:
It was reported that during an arthroscopy, the fast fix t2 implant was not able to be deployed as it was missing. The procedure was completed with a backup device but it is unknown if there was any delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.